Manufacturer narrative:
Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged.

Manufacturer narrative:
The device has not been returned/received. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 16 mmol/l (288 mg/dl). The pod was worn between 24 and 36 hours on the abdomen. It was noted that the cannula was bent. Hyperglycemia treated with a new pod and bolus corrections.